Event description:
Multiple midlines 26g 1.9f leaking at hub. No discernable area on catheter when inspected. Differing lot numbers. Lot numbers with leaking reported on this patient: 11595437, 1159537, 11554080, 1159537. Ref reports: mw5169933, mw5169935.